Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change procedure. During the procedure, the device was found in backup vvi operation. It was noted that the device had triggered the elective replacement indication (eri) a couple of months prior. The pacemaker was explanted and replaced successfully. The patient's condition remained stable.